Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no direct patient ECG signal is displayed, continued driving with the ECG signal from the monitor. There was no patient harm reported.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had ECG trigger / signal - difficult to obtain / malfunction. There was patient involvement however, no adverse event reported. No direct patient ECG signal is displayed during clinical use. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the front end board to resolve the issue. Noise signal disappeared during operation check after replacement. After each work checked the operation based on the periodic operation inspection record sheet and confirmed it was currently in working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no direct patient ECG signal is displayed, continued driving with the ECG signal from the monitor.